Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Therefore, the lot history records of the reported device lot were reviewed with special attention to the manufacturing and inspection of this product. Based on this review the products of this lot were found to have met its specifications prior to shipment. Investigation summary: radiographic images were provided. One of the images indicates a narrowing localized approximately at the mid section of the stent. Two other images show a line extending from just below the proximal end of the stent to near its distal end, which may be associated with the narrowing. Other images document post dilation and placement of an additional stent inside the previously placed stent. The reported stent deformation may be related to the placement site as well as the anatomy of the target lesion. Choosing the correct size of the covered stent related to the diameter of the target vessel is determined to be an important factor to prevent potential complications. Based on information available, the reported stent deformation is confirmed. However, a definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the instruction for use. Regarding selection of the correct size of the covered stent the instruction for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using covera. Reportedly, the stent deformed after placement in the patient. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using covera. Reportedly, the stent deformed after placement in the patient. There was no reported patient injury.